Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) exhibited loss of capture. An x-ray taken showed the ra lead had dislodged as the patient had likely twiddled their device. The patient complained of shortness of breath and the inability to exercise properly which was likely the result of bradycardia. The leads appeared to be tightly entangled nead the device header. A revision procedure has been planned but for now the ra lead was reprogrammed and remains in service. No adverse patient effects were reported. One week later, the ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.